Manufacturer narrative:
Unit received with cracked case at display window corners and reservoir tube. Unit received with broken battery tube threads. Unit received with severely scratched display window. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was cracked and a piece fell off. Customer states that damage may have occurred from screwing cap on too tightly. Customer's blood glucose was 185 mg/dl. Customer was advised that insulin pump would need to be replaced.